Event description:
Reporter indicated via clinical notes received to the manufacturer that a vns patient had been hospitalized in (B)(6) 2011 due to a report from the patient's psychiatrist that the vns settings were too high. The notes also stated the hospitalization may have been due to low levels of geodon medication. The patient' s vns settings were decreased in the hospital by an unknown neurologist. The patient had prophylactic vns generator replacement surgery performed on (B)(6) 2012. Attempts for further information and return of the explanted generator are in progress.

Event description:
Reporter indicated the patient's hospitalization was due to a mental health issue that was unrelated to the vns, and the patient's geodon medication level was low. The reporter stated there was no issue with the vns, but no more information was provided. All attempts to the hospital for return of the explanted vns generator have been unsuccessful to date.